Event description:
It was reported that a vio 3 two-pedal footswitch was involved in an incident during a gastric peroral endoscopic pyloromyotomy (g-poem). The footswitch was used with an erbe electrosurgical unit (esu, model vio 3) and an olympus itknife (knife). No other information was provided regarding any other accessory used in the procedure. The esu settings were endocut I, effect 2, duration 2, interval 3. Per the provided information, the footswitch's cut (yellow) pedal continued to activate in the mode after the pedal was released. The knife was not in contact with tissue, but the esu made a continuous solid tone in the endocut mode. The physician immediately pulled the knife into the scope and the monopolar cord was removed from the generator. Once the esu stopped activating, the doctor tested the footswitch pedal 20 plus times with no problems. The procedure proceeded and no further problems occurred with the pedal of the footswitch. There was no report of any patient injury involved with the event.

Manufacturer narrative:
A request has been made to have the footswitch returned for an evaluation; but it has not been provided. No anomalies were found in the review of the of the device history record (DHR) for the lot of the footswitch. If the device is returned and examined, and a conclusive determination is made as to the cause(s) of the reported issue, then a follow-up MDR will be filed.